Manufacturer narrative:
Vyaire medical file identification: (B)(6). The customer reported that they will not return the defective main pcb (printed circuit board). Due to the customer's troubleshooting and replacement of the main pcb, the issue was validated as resolved by the customer. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator is giving a circuit occlusion, low ve (low minute ventilation), vent inoperable, motor fault, and low pip (peak inspiratory pressure) alarm continuously even with proper tubing and test lung. The customer confirmed that there was no patient involvement associated with the reported event.